Manufacturer narrative:
This follow-up report is being filed to relay additional information and corrected information.

Event description:
It was reported that patient underwent a hip revision procedure due to malposition of the acetabular cup during implantation, which resulted in dislocation. During the procedure, all components were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure may be necessary.  Should additional information be received regarding a revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.

Event description:
A hip revision procedure has been indicated due to dislocation caused by the cup being implanted at an incorrect angle; however, no revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. (B)(4). Reported event was unable to be confirmed. Although radiographic inspection revealed malpositioning of the actabular cup and femoral and periacetabular radiolucencies, no dislocation was noted. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple mdrs were filed for this event. See associated reports: 0001825034-2016-03741, 0001825034-2017-04045, 0001825034-2017-04053.